Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 225cc mentor memorygel breast implants, suffered left breast implant rupture, left breast itching and right breast pain, post-operatively. The patient initially complained of the right breast pain, and it led to the patient getting an MRI, which confirmed the left breast rupture. As a result, the patient bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9378067 sn: (B)(4) and (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9383053 sn: (B)(4). This medwatch form is for the right breast prosthesis.